Manufacturer narrative:
Concomitant medical products: addrl1 ipg , implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited muscle stimulation which resulted in the patient falling. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.